Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right side vessel of the elbow. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right forearm. A 6.0mmx40mmx40cm (4f) sterling¿ balloon catheter was selected to dilate the lesion. However, on the first inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was exchanged to a 6mm peripheral cutting balloon (pcb) and the procedure was completed. No patient complications were reported and the patient&#38112;status was good.